Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: v600262, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that their medtronic implanted device failed. No further patient complications are anticipated or expected as a result of this event.